Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc), a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing a pod pc through the microcatheter, the pod pc became stuck at the midshaft. Therefore, the physician decided to retract the pod pc. While retracting, the physician experienced resistance, and the pod pc unintentionally detached within the microcatheter. Therefore, the physician used a snare device to remove the pod pc from the microcatheter. The physician then removed the microcatheter from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.